Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was not determined but the most likely cause was a fall. They steps taken to resolve the issue were a visit in the office with a rep. The issue was not resolved.

Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they have been feeling like their stimulator is turning off because they stop feeling stimulation and it feels like it "quits". The patient initially stated they checked and therapy was still on when this occurred, but later stated that they checked the screen of the handset so agent was not clear if the patient actually confirmed that therapy was still on when this occurred, or if the patient only confirmed handset was on. Agent was not successful in trying to clarify with the patient on call. Reviewed therapy considerations and expectations. Tried to clarify if the patient had a return of symptoms when this occurs and they just stated that it felt like someone turned it off and then 30 seconds later it "went back on" and the patient could feel stimulation again. They are still feeling vibration of stimulation now so they know it's on. The patient stated this has happened three times, first the second week march, again the other night, and again on phone with patient services. The patient stated on call when this occurred they were feeling vibration of stimulation and then it was like "someone just shut it all down" and the patient was no longer feeling stim. Agent offered to check therapy status on call and the patient stated they know how to do that and did not agree to check on call so agent redirected the patient to their healthcare professional (hcp) to discuss and check ins. The patient stated they normally feel stimulation vibrating on the inner side of leg of the groin area (confirmed bike seat area). Agent inquired if the patient has had any recent trauma or falls and they stated they had a fall yesterday, but not prior to that. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.